Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the haptic went to the right. The surgeon attempted to turn the device to implant the lens but when implanted the haptic went through the capsular bag. The lens was removed during the initial procedure and a backup lens was implanted. Additional information received reports the incision was enlarged to remove the lens. The patient also experienced 'zonuloysis'. The surgeon also reports the patient's cornea is blurry and there is blood in the eye. The procedure was not completed as a backup lens was not available. The patient is aphakic.

Manufacturer narrative:
Additional information provided in b.5., b.6., d.11., g.1., g.2., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported the patient experienced a vitrectomy and the placement of 'iris claw' lens. This has resulted in a high residual cylinder for the patient.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. All product and batch history records are quality reviewed prior to product release. A non-qualified viscoelastic was used. The root cause for the reported events may be related to failure to follow the dfu. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the preloaded delivery system and is not recommended under any circumstance. The dfu also instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Only the device was returned. No damage was observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in explant date, concomitant medical products, MFR site, report source, device evaluated by MFR, adverse event problem, and additional narrative. The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported events could not be determined. Only the device was returned. No damage was observed. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. It is unknown if the lens/plunger were in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).